Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: the carefusion certified service technician was able to verify the customer's reported issue. During initial bench testing the ventilator failed to power on and went into a constant reset. Further bench testing revealed that pin 1 on component jp3 of the mainboard is broken, causing the ventilator to not power on and continuously reset. The service technician replaced the mainboard and the reported issue was resolved. The unit passed all testing and now meets all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1200 alarmed and stopped operation while connected to a patient. At the time, the hospital replaced the lap top ventilator with another one. The customer confirmed there was no patient harm associated with the reported event.